Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed although device operating differently than expected as well as difficult to position was unable to be confirmed as it was based on operational circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant medical products. Stent: everflex protege , embolic protection: spider . The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the heavily tortuous distal internal carotid artery. After advancing a balance heavyweight (bhw) hydro 300cm guide wire past the lesion without difficulty, a non-abbott embolic protection system (eps) filter was advanced over the wire without difficulty and was deployed. A non-abbott carotid stent system was then advanced over the bhw but failed to advance over the wire due to lack of support from the wire while using the eps. The stent system was retracted over the bhw and out of the anatomy without difficulty, followed by removal of the eps without issue. The non-abbott carotid stent system was then re-advanced and deployed without the filter. As the procedure was considered completed, both the stent system and bhw were then withdrawn as a single unit from the vessel without resistance and into the guiding catheter. Upon withdrawal, it was discovered that the distal 10 centimeters of the bhw tip had separated inside of the guiding catheter. The guiding catheter with separated tip, stent system, and guide wire were all withdrawn as a single unit. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.